Manufacturer narrative:
An intuitive surgical, inc. (Isi)field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The usm was tested on an in-house system and passed normal mode. During inspection, it was noticed that the degree of freedom (dof) 6 gearbox on the carriage was missing/broken. The usm was also tested on a psc fixture test platform (pftp) and passed the fiber, friction, sensors check, and brake tests. No images or videos were submitted for review. System log review was performed. Per the review, the following was confirmed: a hysterectomy - benign procedure was performed on system sk3875 on (B)(6) 2022. This complaint is being reported due to the following conclusion: a psm/usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the center disk on the universal surgical manipulator (usm) 3 carriage was broken. The site was able to move usm 3 out of the way and continue with three arms on the patient cart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the da vinci executive sales representative, the patient demographics could not be released.